Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: the programmer was returned and the customer comments that the electrocardiogram (ECG) was noisy due to a loose ECG connector on the link electronics module (lem) board, that the stylus and ECG cable were damaged and the keyboard was broken were all confirmed. Product ID 229047 radio frequency programmer head. (B)(4).

Event description:
It was reported that the programmer had noise from the electrocardiogram (ECG) cable, that a new stylus touch pen and ECG cable were needed and that the keyboard was broken. The programmer was returned for service. It was indicated that there were no patient complications as a result of this event.

Event description:
It was reported that the programmer had noise from the electrocardiogram (ECG)cable, that a new stylus touch pen and ECG cable were needed and that the keyboard was broken. The programmer was returned for service. It was indicated that there were no patient complications as a result of this event.